Manufacturer narrative:
Publication date used. The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
The following was reported through review of an article titled " migs¿off-label option for treatment-refractory steroid-induced ocular hypertension". Following the explantation of a gel stent ab-interno (xen45) in the patient¿s right eye, the patient underwent subsequent implantation of a trabecular micro bypass stent system in the right eye. At one (1) week postop, the patient presented with slight iop increase. An additive anti-glaucomatous therapy (ganfort ud 1/die, simbrinza 2/die) was applied and the iop stabilized. Prior to the implantation of trabecular micro bypass stent system, the patient was implanted with a xen45 gel stent ab-interno since iop regulation was not achieved under maximum conservative medication. Six (6) weeks after successful implantation of the xen45 gel stent, it perforated the conjunctiva, resulting in hypotonia bulbi. Since no occlusion of the conjunctiva was observed despite multiple revision procedures and the iop further increased at the same time, the xen45 gel stent was explanted and replaced with istent inject. Additional information is being requested.